Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. The customer received unspecified lower abbott diabetes care (adc) device scan result compared to what they felt. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer initially self-treated with chocolate muffins, coffee and orange juice, and eventually experienced vomiting that reportedly lasted "all day long". The customer was brought in a hospital where an unspecified blood glucose reading was obtained on a healthcare professional (hcp) meter after 1 hour; additionally, blood tests and echocardiogram procedures were performed. The customer received insulin (dose/type unspecified) administered by the hcp for treatment of hyperglycemia diagnosis. It was reported that the customer also received their "normal medications (unspecified)" with cefuroxime axetil 500 mg for further treatment. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025.impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.